Event description:
Patient initially reported (B)(6) phenomenon and later reported rupture. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2012 and (B)(6) 2015. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: broken shell, underweight and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified: broken crease sharp on posterior, creases fold, wear abrasion and stress marks. Based on the device analysis the final assessment is: a broken crease sharp on posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon; rupture.